Manufacturer narrative:
(B)(4). Concomitant medical products: 31-301311-arcos, con sz a hi 60mm, trl-515910, 11-300816-arcos, 16x150mm spl tpr, dist-750200. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00995, 0001825034-2020-00996. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, during the initial surgery the cone body trial hex screw stripped, and the hex driver tip broke off inside cone body. Trial cone body could not be removed from the distal stem implant. Surgeon removed distal stem and trial cone body from patient. The case was completed with another distal stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the hex screw inside of the arcos cone has been stripped. The cone shows visible scuffing. The driver had fractured at the hex tip. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Although the torque limiter was used without setting the torque in conjunction with the hex driver it cannot be definitively determined that this caused this eve. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.